Event description:
A lab comparison was performed on a patient. The lab result was 223mg/dl and the device result was 500mg/dl. Controls were stated to be in range but values were not provided. The customer stated that there appeared to be damage to the equipment. A request may made for the return of the suspect deivce and replacement product was sent.